Event description:
Event description boston scientific received information that this left ventricular lead had impedance measurements greater than 2000 ohms when programmed in three lead configurations, all including the ring. The measurement was 352 ohms when programmed tip to coil.